Event description:
It was reported that during in clinic follow-up, loss of capture was noted on the patient's left ventricular (lv) lead. Dislodgment of the lead was confirmed via fluoroscopy imaging. The physician elected to explant the lv lead and replace it with a new one. The patient's condition remained stable.